Event description:
I had permanent and substantial damage to my face after undergoing an ultherapy treatment in a plastic surgeons office. I experienced healthy fat loss, muscle atrophy/laxity and permanent eye shape change (eyeball and eyelid retraction). There was no 'skin tightening' as intended, just total damage to underlying tissue. Ultherapy is a product of ulthera inc, (B)(4), and is an ultrasound technology that is currently approved by the FDA for skin tightening/lifting and advertised as safe and without risk. Unfortunately, many women are now claiming, on consumer review sites, that they too have experienced severe damage and side effects. It damages underlying tissue to the point of destruction, fat loss and muscle atrophy altering appearances dramatically. I am currently listed as a willing party on a potential class action law suit, that is gaining participants to move forward. Please address this complaint, this is a very serious risk to unsuspecting patients.